Manufacturer narrative:
Summary of eval: visual inspection confirmed the reported event. The device returned in used condition, impaction marks were noted on the strike plate consistent with normal use. The split collet has been deformed and fractured as a result of improper seating. The product experiencing reporting database shows this event is related to a trend of similar events where the inserter fails to fully engage with the stem. The root cause was presumed to be deformation of the split collar of the stem inserter due to improper seating of the stem in the insertion feature. It was also determined that the requirements of the gage drawing were not met.

Event description:
It was reported that, "impactor doesn't fit stem."